Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files were read out and analyzed. During the analysis of the history files it could be detected that the pump stopped by the customer and after than going in the stand-by mode. The sample was subjected to a visual and functional examination. A syringe was inserted, recognized by the pump and could be selected in the menu. It was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The device fulfills the required values according to the specifications of the technical safety check (tsc). During the visual investigation of the outside and after disassembling from the inside, some little damages could be detected. The p2-connector and a component of the mainboard were damaged the complaint could be not confirmed. The result after all investigations is, that the device fulfills our specification. The stopping of the pump was triggered by the customer. That could be identified during the investigation of the history log files. No other technical malfunction could detected.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in norway): "pump stopped"